Manufacturer narrative:
The reported complaint of "without alarm sounding, unit was turned off" was not duplicated. Alarm sounded and the complaint was not duplicated. Expected repair completion date: awaiting answer from the customer on repair estimation.

Manufacturer narrative:
New information was received on 02/06/2017. The issue of alarm not sounding was not duplicated. No parts were replaced for this reported issue. No other abnormality was confirmed. Da to mc (data acquisition board to motor controller board) cable was replaced and mc board, retention bracket was attached to address the spi (serial peripheral interface) bus failure.

Manufacturer narrative:
Device evaluation: the unit was received at the international service center. The technician reviewed the diagnostic log and identified the presence of multiple error codes, suggesting that a spi (serial peripheral interface) bus failure occurred. The spi bus is an internal communication link between the cpu (central processing unit) and the gas delivery system. This communication link is what is used to read the calibration data for the pressure and flow sensors as well as to read the actual values of the pressure and flow sensors; a failure of the communication link can result in a vent inop condition of the pressure and flow sensors; a failure of the communication link can result in a vent inop condition. Also, operation time of data acquisition (da pcba) board, air flow sensor and o2 flow sensor (each pcba) was reset. Da to mc (motor controller) cable needs to be replaced and mc board, retention bracket needs to be attached. Resolution and disposition: the cause for the alarm not sounding when the unit became inoperative is still under investigation, so repair is still ongoing.

Event description:
The international customer reported the v60 vent displayed an unspecified alarm. The alarm was reset and then it disappeared. A mask was attached on the patient and the unit continued operating. Without alarm sounding, the unit powered off suddenly. The unit turned on and started ventilation. The unit was replaced. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.